Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented at follow-up in clinic experiencing palpitations. The patient¿s implantable cardioverter defibrillator was in backup vvi. A device download was attempted but failed due to poor telemetry and loss of communication with the device. After the programmer software was updated, the device was successfully restored to patient specific parameters. The patient was reported as stable.